Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed this has been a gradual rise. Reprogramming options as well as further evaluation were discussed by technical services (ts) if measurements increase over 150 ohms. No adverse patient effects were reported. This lead remains in service.